Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited rhythm acceleration after delivering anti-tachycardia pacing (atp) during a ventricular tachycardia (vt) episode, accelerating the patient into the ventricular fibrillation (vf) zone. Shocks were delivered and the rhythm was converted successfully. Additionally, noise was observed on the ventricular channel after the final shock was delivered. Automatic pace threshold test episode stored in configured collection period was successful. No additional adverse patient effects were reported. This device remains in service.